Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the large hem-o-lok clip applier had a frayed wire. There was no report of patient involvement.

Manufacturer narrative:
Correction : based on available information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2022-05-c.

Event description:
Refer to h11 for follow-up information.